Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported several cases of toxic anterior segment syndrome/inflammation/endophthalmitis following intraocular lens (iol) implant procedures dating back to late 2017. The reporter did not specify which adverse event mentioned was related to this specific case. Additional information was provided indicating that no cultures were performed for this specific case. Additional information was provided by another physician, who reported the patient experienced decreased vision and mild pain. The patient was diagnosed with ¿presumed endophthalmitis¿ on postoperative day 3. The patient developed 1+conjunctival inflammation, 3+ aqueous cell, aqueous fibrin and mild temporal corneal edema. A vitrectomy, tap and injection of intravitreal antibiotics were performed. The event has resolved.